Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-02535 / 05108). Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-02535 / 05108).

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to a migrated tibial bearing after a patient fall. During the procedure, the original bearing was left in the patient as it was unable to be removed. The procedure was completed by implanting a new tibial bearing. Additional information received reported the patient was revised on (B)(6) 2015. The patient was converted to a total knee system. Additional information received reported the patient was revised on (B)(6) 2015 due to pain and discomfort. The original bearing remains in the patient.